Event description:
The customer reported an a/d channel 15 error. This means the analog-to-digital channel failed during system start-up. This error will likely prevent the system from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator drive board was replaced and the generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.